Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe burned through the sheath and burned the patient.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. Alleged failure: probe burned through sheath and burned patient. Probable root cause: material/design error. User misuse or overuse. Manufacturing/assembly error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe burned throught the sheath and burned the patient.